Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged that the pt experienced a cardiovascular event on or about an unk date in se(B)(6) 2012 after the use of the product.